Event description:
On (B)(6) 2007, osteovation inject 5cc bone void filler, lot number unk, was used on a pt with recurrent odontogenic keratocyst of the left mandible body. The pt developed chronic and subacute soft tissue infection in area of grafted material and on (B)(6) 2007 incision and drainage of left buccal space infection and debridement of osteovation grafted material was performed, the status of the pt was good.

Manufacturer narrative:
Since the lot number was unk, two possible lots of catalog #390-2005 were identified as possibly used for the surgery performed on (B)(6) 2007. The batch records of these two lots met all functional and sterilization criteria upon release. In addition to the pt has pre-existing conditions of diabetes, coronary disease and hypertension, general medical practice also indicates that oral cavity surgeries are difficult and prone to have infection. Infection is listed as adverse reactions in the 510k clearance submission and the instructions of use.